Manufacturer narrative:
Patient age or date of birth, gender, and weight are not available for reporting. Date of device breakage is not known. This report is for an unknown lcp distal medial tibia plate. Device was not explanted complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with unknown locking compression plate (lcp) distal medial tibia plate on unknown date. Approximately three (3) months post-operative, it was determined the plate is broken at a screw hole. Device remains implanted. Concomitant devices reported: screw. This report is for one (1) unknown lcp distal medial tibia plate this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. X-ray review: we are able to confirm that the plate is broken. Dcrm review: the design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.